Event description:
Same case as 2134265-2014-06225 and 2134265-2014-06224. It was reported that automatic pullback occurred. During a procedure, this device was used to diagnose an unknown lesion. However there was a problem with automatic pullback. The motordirve will not pullback with a normal lcd display. The procedure was completed with a different device. No patient complications reported and the patient's condition is stable.

Manufacturer narrative:
(B)(4). Device evaluated by MFR:the device has not been received for analysis; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).